Event description:
Additional information received reported the device had to be taken out because it fell too proximal, another device a size larger was used and the dr. Pushed more to oppose the vessel wall distally to prevent the same thing happening. It was not determined but the proximal portion of the vessel was larger than the distal end so sometimes they just fall back. It was noted that a single device was used with no friction and was a straight segment. The device did not jump. They were pushing the microcatheter came back proximally, which is normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline slipped back proximal to the aneurysm. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right vertebral artery with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone was 2.68 mm distally and 4 mm proximally. It was noted the patient's  vessel tortuosity was minimal. It is unknown if dual antiplatelet treatment was administered. The angiographic result post procedure showed the device looked very nice; perfectly placed. It was reported that the device slipped back proximal to the aneurysm. Had to remove from patient. The patient was not affected. Device slipped back to proximal to reuse. The pipeline was used for an indication that is off-label specifically for a vertebral aneurysm. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a penumbra benchmark 95cm guide catheter, microvention 5fr sofia, phenom 27 fg15160-0615-1s lot# 226258439, synchro 2 standard guidewire.